Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown when the helical blade had cut out of the femoral head or when pain started. This report is for unknown screw locking/unknown lot number, no product will be coming back. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a tfn revision was performed on (B)(6) 2015. The patient presented with hip pain and x-rays showed that the helical blade had cut out of the femoral head and was protruding into the acetabulum. The original procedure to repair a left femur fracture was performed on (B)(6) 2014. Removed hardware included a long blade, a long nail and a distal locking screw -all which were intact. The patient was revised to another construct which included a shorter helical blade. The construct was repositioned in a better area of the femur with better bone. Patient co-morbidities include osteoporosis. No reported delays, fragments created/left behind, no additional medical intervention. The procedure was successfully completed. This report is 3 of 3 for (B)(4).